Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be discharged battery which was re-charged and the timer set to the right time. There was no patient or user harm.

Event description:
Customers has two c6 ventilators s/n (B)(6) that were reported failing self-tests on boot up. On inspection in their workshop they do fail self-test. The batteries appear to be charged but both ventilators have lost their real time clock, software, options and configuration. The errors show total discharge of batteries and multiple technical faults. This previously happened on their c6 serial no (B)(6) and hamilton advised that the options should not be lost if batteries get discharged. So this does highlight that the potential to lose software, options and configuration from battery loss was not isolated to the previous s/n (B)(6) machine and may need further investigation.